Manufacturer narrative:
Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal rate was incorrect due to basal rate being entered as 0.6 units per hour instead of 0.34 units per hour. Customer corrected settings to resolve issue. The customer's blood glucose was 156 mg/dl.